Event description:
It was reported that the subject device¿s dials would not turn. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the dials won't turn is due to component failure, detached angulation wire. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.